Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported with the use of the bd ultra-fine mini pen needle there was an issue with 9 pen needles that would not inject insulin.